Manufacturer narrative:
Date of event: unknown, was not provided. Explant date: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted in the patient's right eye. The patient's son reported that his dad's eyesight only improved presbyopia and the far-seeing eyesight is now 0.6. Pre operative, vision in the right eye was 0.3. Further follow up was provided by the son who reported that one week after the surgery, my father went to hospital for reexamination, the right eye vision was 0.6. The director of the hospital said the intraocular pressure was a little high, and provided drugs to lower the intraocular pressure. A week later his father received reexamination. The director of the hospital said the condition was alleviated, but the father only felt that it was clear in short sight, but still vague in mid and long sight. The dad can read newspapers without wearing glasses, but needs them when driving; he can watch tv without wearing glasses, but his vision is not clear. The patient expected better results from the lens as he was told by the hospital he would not need glasses. Patient did receive medical intervention for the higher intraocular pressure. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.